Manufacturer narrative:
One 72201491 curved ultra fast-fix assembly used in treatment, was returned for evaluation. Instructions for use contains recommendations and precautionary statements for proper use of product. This style product requires user controlled manual actions to physically advance, position and deliberately strip each anchor off the delivery needle tip. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. The outer blue split protective cannula was not returned. The depth limiter was returned trimmed and attached to the needle. T1 was cut or torn from the suture. T2 and suture were returned attached to each other but not the device. The needle itself was bowed slightly. The actuator lever was found in the forward position.

Event description:
It was reported that, during a meniscus repair surgery, both ts implants (t1, t2) of the "ultra fast-fix" deployed simultaneously. In consequence, both ts implants were removed from the patient. The procedure was successfully completed without significant delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.